Event description:
It was reported that during device changeout procedure on (B)(6) 2025, the left ventricle (lv) lead exhibited high threshold. Subsequently, the lv lead was capped and replaced during the same procedure. The patient was stable throughout.

Manufacturer narrative:
B5 was updated to include replacement information.

Event description:
It was reported that during device changeout procedure on (B)(6) 2025, the left ventricle (lv) lead exhibited high threshold. Subsequently, the lv lead was capped during the same procedure. The patient was stable throughout.